Event description:
It was reported that during a laparoscopic adjustable band procedure, the injection port would not lock. A new device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port was returned for evaluation. Upon visual inspection, no visual damage was observed on the injection port. A functional test with a sample port applier was performed on the injection port with a successful. Hooks deployed and retracted without any difficulty. The injection port was returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue, it is also noted that all devices are 100% mechanically tested prior to release.